Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 control panel for mast roller pump was working intermittently. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel for mast roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin (B)(4) for evaluation. Testing found that the problem was caused by a circuit path interruption due to a dirt particle on one of the circuit boards. The board was replaced and the issue was resolved. Sorin group (B)(4) considers this an isolated incident. No further action is deemed necessary.